Manufacturer narrative:
A visual inspection of the returned device revealed that there was no damage observed on the device. X-ray images showed no damage to the internal components. Functional testing of the rll revealed that the device was able to distract and retract when tested with a high speed magnet tool. The device operated within specification and was fully functional; no malfunction was detected. A DHR review revealed that there were no deviations from the manufacturing process; the device met all of the required quality inspections was released within specifications.

Event description:
A distributor reported that a patient had pre-consolidation after lengthening approximately 10mm in 2 months. A subsequent post-operative osteotomy was performed in (B)(6) 2015, and the patient experienced pre-consolidation after lengthening approximately 15mm. The nail was removed and the patient was implanted with a new rll nail, without incident.